Event description:
Information was received from a patient receiving intrathecal baclofen (unknown) and morphine (unknown) at unknown concentration/dose via an implantable pump for intractable spasticity. The patient stated their pump "had been turned off" since they had an magnetic resonance imaging (MRI) on (B)(6) and since then, they had been "hurting like hell." Patient said they had not been getting their morphine and baclofen doses every 5 minutes and they were given pain pills but they "were not working" from their broken leg. Patient service specialist redirected patient to healthcare provider to have pump interrogated. Patient stated they had an appointment next wednesday, (B)(6). Patient stated they did not have a personal therapy manager (ptm) device to check for alerts.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.